Event description:
It was reported that a malfunction alarm appeared, but there were no notable events prior to this malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The technical support team assisted the customer in resetting the pump, which successfully cleared the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue recurs, and they acknowledged this guidance.